Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that issue was with es server. A technical support specialist confirmed that issue was resolved on server reboot. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, outbound messages were not received by the pyxis, which caused a delay in dispensing medication to the patient. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.